Event description:
The company was informed that the patient was unable to use the device due to motion sickness. It was reported that the patient's device has migrated out of the cochlea. Surgery to reposition the patient's device has been performed.